Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore; root cause has not been determined yet. This report is for the lullaby reusable skin temperature cable. Please see (B)(4). For the temperature probe. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the lullaby reusable skin temperature cable was malfunctioning while connected to a patinet. The customer stated that the patient was transferred to another station without any issue. The customer also confirmed that there was no patient harm associated with the reported event.